Event description:
An "unknown sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. As a result, the customer reported experiencing a seizure. The customer had contact with a healthcare professional (hcp) where they received an intravenous (IV) (unknown) treatment for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Applicator (B)(6) has been returned and investigated. Visual inspection has been performed on the returned applicator and cap; no issues were observed. Sensor cap was retained inside applicator cap. Applicator had fired correctly. Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. Sensor data was analyzed and no abnormalities were observed with the sensors data. Therefore, the issue is not confirmed due to esa. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Product has been returned and is currently undergoing investigation process. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An "unknown sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. As a result, the customer reported experiencing a seizure. The customer had contact with a healthcare professional (hcp) where they received an intravenous (IV) (unknown) treatment for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.